Manufacturer narrative:
Insulin pump passed functional testings' including displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked case at display window corner and minor scratched lcd window.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 1155 mg/dl. Customer had symptom of vomiting, nausea, difficulty breathing, abdominal pain and diarrhea. Customer was hospitalized due to diabetic ketoacidosis. Customer was still hospitalized at the time of call and was treated with manual injections. Customer was wearing insulin pump at the time of hospitalization. It was reported that high blood glucose was due to the death of customer's significant other. Insulin pump would be replaced per customer's request.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.